Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Event description:
A revision surgery reportedly occurred in 2006 involving an x stop ipd implant at l4/l5. The surgery noted an implant dislocation and a spinous process fracture at l4.